Event description:
It was reported that after use on a patient, the cardiosave intra-aortic balloon pump (iabp), checked blood in the pipeline. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse disassembled the safety disk to check the pipeline and confirmed that there were no abnormalities in the pipeline. The equipment pipeline was not bloody or malfunctioning, and the test was normal. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).